Manufacturer narrative:
When programming a secondary infusion, it is important to follow all the steps outlined in the operator¿s manual for ¿preparing the pump for a secondary infusion¿. There is a warning in the operator¿s manual that states the following: ¿failure to prime/remove all air bubbles from back check valves in primary sets may cause the valve to malfunction, resulting in secondary fluid flow back up into the primary container¿. Fluid migration has been sometimes found to be related to malfunction of the in-line back check valve on the primary IV set allowing fluid to flow in the reverse direction. The unintended solution transfer into the incorrect bag may result in solution being diluted beyond therapeutic effect due to a defect with the IV set or improper priming of the primary set. Hence, such an event may cause delay in treatment until the correct drug dosage is reached or if the clinician decides to change the setup. Back-siphoning does not involve breach of the sterile fluid path, and it is unlikely that serious injury or death would result if it were to recur. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, reporter stated that while running clindamycin as a piggy back, the primary bag was still infusing. The clindamycin was being run at a slow rate of infusion. Additionally, it was also reported that two hangers were added to hang infusion below the pump but it did not work, as well as, a 250 flush bag and also a larger bag but the issue still persisted. There was no report or indication of patient harm or medical intervention. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.